Event description:
The customer reported that following a diagnostic catheterization/ptca procedure in 2000, a vasoseal vhd kit size 1 was deployed. Following deployment, the pt experienced numbness and loss of pulses in the right lower leg. The pt was diagnosed with a right femoral artery occlusion and taken to surgery for a right femoral thombectomy with patch angioplasty. The pt was discharged home on may 3, 2000 with no further complications reported.